Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient had a controller exchange at home on (B)(6) 2020 due to a controller fault alarm. Review of the alarm history showed multiple pump stop alarms. Log file analysis showed pump stops and low speed advisories on (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. A heartmate ii distal end repair was performed .

Manufacturer narrative:
Section d9: a segment of the percutaneous lead was returned only. Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stop events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii left ventricular assist system (lvas), serial number (B)(6) . The submitted log file captured multiple pump stop events from (B)(6) 2020. All of the captured events occurred while the device was operating on the mobile power unit (mpu). An onsite driveline repair was performed on 01dec2020 by abbott personnel. The driveline was severed approximately 19" from the controller connector and the distal portion was replaced with no issues. The approximately 19" segment of driveline replaced by abbott personnel was returned for evaluation. The outer jacket was removed and visual inspection of the bionate layer was unremarkable. Some wear of the braided shield was observed approximately 2.5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device-related issue that would have contributed to a functional issue. It was reported that after the driveline replacement, system controller exchange and placement of the patient on an ungrounded patient cable, the patient has not reported any alarms. The plan of care is to continue to monitor the patient for any alarms. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23dec2016. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is the "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas patient handbook, is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not experience any alarms after swapping controller, driveline repair and providing a non-grounded cable. The site plans to continue monitoring patient for any alarms.